Event description:
A caller reported a cgm error and contacted technical support for assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with information to perform a pump reset, and following this action, the caller was able to successfully start their sensor session without any further issues.